Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the power button is not working. The customer reported there was no patient involvement.

Manufacturer narrative:
Per biomedical engineer the power switch overlay was replaced to address the reported issue.